Manufacturer narrative:
(B) (4). (B) (4). Leak test failure. The analysis results of the b12lt found that the device was returned in good visual condition. The device was functionally leak tested and failed. One possible cause for this type of issue is excessive bending load as a result from surgeon manipulation of inserted devices. However, a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.